Manufacturer narrative:
Product evaluation: product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cartridge that split when loading the lens during an intraocular lens (iol) implant procedure. There was patient contact.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that there was patient contact, the cartridge split while the surgeon was advancing the lens and the cartridge scratched the lens. He stated that there was no patient harm that occurred. He also stated a new iol and cartridge were used to complete the case the same day.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a non-qualified 25.5 diopter lens. The cartridge is only qualified to be used with the diopter range of 6.0 to 25.0. Iol product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause is most likely related a failure to follow the dfu. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).